Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient is experiencing backup battery fault alarms on both the system monitor and system controller. The controller's yellow wrench alarm was on. The battery was exchanged which resolved the alarms on both the controller and the monitor. Log filles were submitted for review and captured backup battery fault alarms beginning at 8:55 pm on (B)(6) 2024. These appeared to have resolved at 9:19 pm following the battery replacement. The log also captured several pulsatility index events on (B)(6) 2024. There were no other unusual events recorded in the log file event history. The mechanical circulatory support(mcs) equipment is operating as intended. On (B)(6) 2024 it was reported that due to the repeated ebb faults identified below the patient¿s primary system controller was replaced.

Manufacturer narrative:
Section a2: patient age: corrected section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The log files contained approximately 8 days of data combined ((B)(6) 2024 from 13:41:32 ¿ 21:22:28, and (B)(6) 2024 per the timestamp). The log file captured a backup battery fault alarm on (B)(6) 2024 from 20:55:18 to 21:19:29 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarm resolved on (B)(6) 2024 at 21:19:30 as the backup battery appeared to be exchanged. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 28dec2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 21jan2024. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.